Manufacturer narrative:
Other applicable components are: product ID: bi-500-00152, version: (B)(6). Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that after receiving a software upgrade, the system could no longer communicate with the navigation system. The next day, a manufacturing representative was unable to replicate the connection issue. There was no patient involved.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.